Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected high blood glucose value was 523 mg/dl at the time of the incident. The customer stated they were having an issue with their sensor. The customer stated that they spoke with their health care professional and was the caffeine they were ingesting might have contributed to the high blood glucose value. Troubleshooting was performed but nothing is indicated as being returned or replaced.